Event description:
The carotid stent procedure was performed without consequence on the (B)(6), 2011. On (B)(6), 2011 the physician called, stating that the patient had a stroke and that CT angio showed a filling defect in the stent. The patient is recovering and is currently on plavix and aspirin.

Manufacturer narrative:
A review of the manufacture records for this device could not be conducted because the lot number was not provided.